Event description:
It was reported that during a stenting treatment procedure a plaque shift occurred. The patient presented with chest pain and ECG changes. Access was obtained via the femoral artery. The 29-30mm in length, 2.75mm in diameter, 90% stenosed, eccentric and de novo target lesion being treated was in the non-calcified and non-tortuous proximal left anterior descending (lad) artery. A 2.00x9mm maverick balloon catheter was advanced to the lesion for pre-dilation, resulting in 50% residual stenosis. A 2.50x32mm taxus liberte stent delivery system (sds) was then advanced and deployed in the lad at 15 atms after 20 seconds. Following deployment it was noted that a plaque shift had occurred distal to the taxus liberte stent. A second unspecified sds was then advanced distal to the taxus liberte and deployed to cover an additional 40-50% of the lesion. Treatment of this lesion segment was not originally intended and occurred as a result of the plaque shift. A 2.75x28mm non-bsc stent delivery balloon was advanced to the lesion and used for post-dilation. Additional patient complications were not reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).